Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station name was not changed and showing the old station name. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station names were not changed. A field service engineer and technical support specialist inspected the device and reinstalled the network driver, changed the computer name, and performed a full synchronization using knowledge article ' computer name change instruction, medes: resend pocket messages (load, unload, count, etc.)', procedures. After dispatching, field service engineer (fse) to resolve offline status, the station was restored. Medication loads reflected on the server, and the customer confirmed resolution. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station name was not changed and showing the old station name. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.